Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) alarmed iab loop leak. The unit was replaced with a spare. There was no personal injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) checked and after replacing the pim module (d997-00-1178), the device function was restored and there was no air leakage. All functional tests of the equipment were carried out in accordance with the factory requirements, and the equipment test results were in compliance with the requirements. Device delivered to customers for use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure was confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.